Event description:
The clinician reports the implant was inserted 2020-(B)(6) in ada 11. Details of surgery: immediate extraction site. On 2023-(B)(6), loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.